Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - operating system. Data not available. Cloud - hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the emergency room with hyperglycemia. The patient's blood glucose levels reached 1076 mg/dl while wearing the pod for an unspecified amount of time. There were no other reported symptoms. The patient was treated with unspecified fluids and intravenous fluids. The patient was discharged the same day. The pod was removed at the emergency room.